Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The returned sample was visually examined using 30x magnification looking for point damage or defects as the customer reported closed bevel tips. The returned sample was found to not have any damage, the bevels were good and the etch was good with no defective grind or hooks observed. The returned sample was then visually examined for clogs as the customer reported that it would not aspirate medication and it was observed that the sample was clogged as light was not able to pass through the sample. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged.

Event description:
It was reported that bd precisionglide¿ needles were defective. This was discovered during use. The following information was provided by the initial reporter: material no. 305106 batch no. 8324761 it was reported that some needles had closed bevel tips and did not aspirate medication. Event occurrence (B)(6) 2019. Per snow: customer called stating that some of the needles has the bevel tip closed up, and they do not aspirate medication. This issue happens 1 out of 20, and has occurred 8 times. One of the days recorded was (B)(6) 2019 and the another occurrence on (B)(6) 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles were defective. This was discovered during use. The following information was provided by the initial reporter: material no. 305106, batch no. 8324761. It was reported that some needles had closed bevel tips and did not aspirate medication. Event occurrence (B)(6) 2019. Per snow: customer called stating that some of the needles has the bevel tip closed up, and they do not aspirate medication. This issue happens 1 out of 20, and has occurred 8 times. One of the days recorded was(B)(6) 2019 and the another occurrence on (B)(6) 2019.